Manufacturer narrative:
Exemption number e2015058. The history log showed the pad-pak was first installed successfully on the 9th may 2016 passing a self-test and was manually power cycled. The pad-pak was removed. No further log entries were recorded. The returned pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault during testing and an acceptable measurement was recorded. The device powered off normally with a flashing green status led. Upon visual inspection of the returned pad-pak the battery locator pins were observed to be damaged. Investigation found the reported fault can be attributed to broken battery locator pin on the returned pad-pak. This was likely caused by incorrect installation of the pad-pak. The device performed to specification throughout testing at heartsine.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit will not power on.